Event description:
It was reported during the implant procedure that the catheter was not used as the balloon was "broken." The catheter was not utilized or inserted into the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) hole in balloon was seen on visual inspection. The catheter was not utilized for the procedure.